Manufacturer narrative:
Event conclusion cpi analysis found that the device passed all automated testing except high energy pacing tests. The erp flag could not be cleared. The device was reprogrammed to the return settings and monitored for 24 for several days after which no erp flag was set and the unit paced and sensed normally. Cpi analysis was unable to determine the cause of the erp indicator.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. The physician elected to explant the ipg.